Event description:
An end user reported an issue with a bioflo PICC (v) 5fdl-55cm maximal barrier nursing kit. One week after placement, the PICC was reported to be "bulging." This was notices under x-ray. Resistance was felt when infusing medication and only one lumen had the ability to flush. Due to these issues, it was noted that force had to be used to complete infusions. Ultimately, the device was removed and the patient had a new PICC placed.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The reported device was not returned to angiodynamics for evaluation. However, the customer supplied pictures of the reported catheter tubing issue. A review of the picture shows a slight bulge of the catheter tubing. The customer's reported complaint is confirmed for catheter tubing bulging based on the pictures supplied by the customer. The complaint sample was not returned for evaluation. Without receiving sample for evaluation a definitive root cause of the customer experience with this device cannot be definitively determined. A potential root cause is over-pressurization of the catheter tubing against an occluded lumen. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). .